Manufacturer narrative:
Corrected fields: device code vessels, perforation of (2135). Device code organ(s), perforation of (1987) was reported in error. Conclusion code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged by the additional information. Patient code(s): pain (1994) and depression (2361) were added in addition to the previously submitted patient codes. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fatigue, discomfort/pain in his back and abdomen, extreme edema in legs from fluid retention, tingling in hands and fingers, anxiety, stress, struggles with every day tasks and hygiene due to pain he endures because of filter failure and related symptoms. Unknown if the reported fatigue, discomfort/pain in his back and abdomen, extreme edema in legs from fluid retention, tingling in hands and fingers, anxiety, stress, struggles with every day tasks and hygiene due to pain he endures because of filter failure and related symptoms is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via right internal jugular vein due to deep vein thrombosis (dvt) and embolism on anticoagulation. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿plaintiff experiences extreme fatigue, discomfort and pain in his back and abdomen. He has extreme edema in his legs from fluid retention. He experiences tingling in his hands and fingers. Additionally, he experiences extreme anxiety and stress over the failed filter and future complications.¿ also, ¿plaintiff is disabled and confined to a wheelchair. He struggles with every day tasks and hygiene due to pain he endures because of filter failure and related symptoms.¿ ¿plaintiff has been diagnosed with anxiety and depression in 2015 after implant surgery.¿

Manufacturer narrative:
Manufacturer ref# (B)(4) catalog# is unknown but referred to as cook celect filter. Initial reporter occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2015". Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿caval perforation: yes. 12 o'clock leg grade 3 perforation to abut transverse duodenum. 6 o'clock leg 0.41cm penetration. 12 o'clock leg 0.44cm perforation. 9 o'clock leg 0.34cm perforation and 3 o'clock leg 0.30cm perforation. Arm at 9-10 o'clock with 0.57cm perforation. Tilt: 12.34-degree tilt in the coronal plane. No substantial tilt in the sagittal plane. Migration: no. Pertinent negatives: no missing or fractured struts identified. Additional findings: infrarenal ivc very small and may be stenotic.¿ patient outcome: it is alleged that [pt] was injured without further explanation.